Manufacturer narrative:
It was reported that the patient experienced skin discomfort redness, itching, burning, blisters and welts on the universal patch. The patient was seen at the emergency room and was advised to remove the patch and no medication recommended. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms.the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient experienced skin redness, itching, burning, blisters and welts on (B)(6) 2025 while wearing the universal electrode-patch. It was reported that the patient received medical intervention. The patient visited the emergency room, and the physician advised the patient to not wear the patch and did not recommend medication. The patient did follow proper skin preparation instructions and has no known skin sensitivity or allergies to metals or adhesives. The patient discontinued service.